Manufacturer narrative:
Device evaluated by MFR.: examination of the returned device revealed the distal tip was broken off and missing approximately 2.5cm long. The returned catheter was 167.8cm long. During investigation, the device broke in a second location 2.4cm long from the broken tip end. Device analysis indicates the tip detachment appears to be brittle. Image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during visual and functional analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is design. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a tip detachment occurred. The lesion was located in the moderately to severely calcified and moderately tortuous left circumflex (lcx) artery. The atlantis sr pro2 imaging catheter was advanced to the lesion but would not cross so the imaging catheter was removed. Balloon angioplasty was performed with a non-bsc 2.25x12 balloon catheter and then the imaging catheter was advanced again. Resistance was felt and the device still would not cross the lesion. When the physician attempted to remove the imaging catheter, the distal tip detached inside the body and was confirmed under angiography. The physician attempted to snare the detached tip but was unsuccessful and the detached tip remains in the patient. The physician used a stent to secured the detached tip to the vessel wall. The patient's condition was reported as good.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a tip detachment occurred. The lesion was located in the moderately to severely calcified and moderately tortuous left circumflex (lcx) artery. The atlantis sr pro2 imaging catheter was advanced to the lesion but would not cross so the imaging catheter was removed. Balloon angioplasty was performed with a non-bsc 2.25x12 balloon catheter and then the imaging catheter was advanced again. Resistance was felt and the device still would not cross the lesion. When the physician attempted to remove the imaging catheter, the distal tip detached inside the body and was confirmed under angiography. The physician attempted to snare the detached tip but was unsuccessful and the detached tip remains in the patient. The physician used a stent to secured the detached tip to the vessel wall. The patient's condition was reported as good.

Manufacturer narrative:
(B)(4).